Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed on sensor patch. No failure modes were observed upon visual inspection of the plug assembly. Data was successfully extracted from the returned sensor using approved software. Sensor plug was visibly not properly seated; no physical damage observed on sensor patch. Visually inspected the sensor pack and no issues were observed. Lid was not completely peeled off. Therefore, this issue is not confirmed due to sensor plug not properly inserted. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "check sensor" message on the adc device and was unable to obtain readings. As a result, customer was unable to self-treat and required third-party treatment of a peanut butter cracker. No further details were provided. There was no report of death or permanent impairment associated with this event.